Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned to the manufacturer. The investigation is underway. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during placement of the coil in the aneurysm, the coil stretched. During removal of the coil, half of the coil detached in the aneurysm. Part of the coil was removed, and the half of the coil remains implanted in the aneurysm. There was no reported patient injury or intervention. The patient was reported to be fine.

Manufacturer narrative:
The implant was returned separated from the pusher. The pusher was returned folded onto itself and contained kinks throughout its length. The strain relief was observed to be burnt. The implant was returned stretched across its length, and the wire near the break did not retain any of its primary wind. Visual inspection found the distal ball was undamaged. The proximal tip of the returned implant had a stretched profile. The implant wire returned measured at approximately 25cm, below the approximately 44cm of wire required to manufacture the 1mm x 2cm helical implant. Based upon the investigation analysis and available information, the reported complaint is confirmed. The implant was found to be broken into two separate pieces. The returned piece of implant was observed to be stretched across its length, and the proximal of the implant was not returned as it was implanted in the aneurysm. The proximal portion of the implant was completely stretched and did not retain its primary wind shape. The implant stretching and the tip shape are indicative of a tensile break. A likely cause of the break to the implant is over specification tensile forces being placed on the device.